Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The ventricular short interval count (v-sic) was 84.3 counts on average per day, in 40.88 days, between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the right ventricular lead had small r-waves since implant and that oversensing was observed. The lead was scheduled to be revised and the manufacturer's implant records indicate that it remains in use. No patient complications have been reported as a result of this event.